Manufacturer narrative:
Visual, dimensional and functional inspections were performed on the returned device. The reported deflation issue could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported deflation issue. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified vessel. The 3.5x8 mm nc trek balloon dilatation catheter (bdc) was inserted but not used and removed. The bdc was re-inserted and inflated once; however, the balloon could not be fully deflated. The bdc was able to be removed without issue. Another bdc was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.